Event description:
Additional information was received from manufacturing representative(rep). Rep reported that out of range impedances were observed. Rep reported that there was no therapy disruption at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a possible impedance issue was detected with the deep brain stimulation implantable pulse generator (ipg). The patient was unable to determine magnetic resonance imaging (MRI) eligibility when attempting to place the device into MRI mode, and an information code was displayed indicating that MRI eligibility could not be determined. Technical services was consulted regarding the possible impedance issue, and the patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.